Manufacturer narrative:
(B)(4). When the device was returned to the manufacturer, a reportable malfunction was recognized for the first time; therefore, the date received by the manufacturer was considered the date the device returned. The catheter was returned with a stalled concomitant guide wire. The catheter was stalled in a concomitant guiding catheter. Approximately 40-80 mm of the distal segment of the catheter strands was unraveled by twisting. Under the unraveled strands, the guide wire shaft with damaged polymer jacket was observed. To observe the proximal segment of the strands, a protector tube was removed from the catheter. Strands were completely unraveled and no longer retained the original helical structure. The guide wire with peeled ptfe coating was observed under the unraveled strands. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and investigation outcome, it was concluded that repeated torsion that was inadvertently applied while the tip was being trapped by the heavily calcified lesion had contributed to unraveling of the catheter strands, leading the catheter difficult to be removed from the anatomy via the concomitant guiding catheter. There was no indication of product deficiency. Instructions for use (IFU) states: [warnings] always hold the connector with one hand and turn the catheter carefully while regularly releasing the accumulated torsion of the catheter. Never turn the catheter continuously while holding the connector with both hands or use any other means to apply force. When releasing the accumulated torsion, be sure to open the hemostatic valve on the y connector. Do not turn the catheter in the same direction, either clockwise or counterclockwise, for more than 20 consecutive turns. If resistance is felt while turning the catheter, do not proceed with further rotation even if the 20 turn limit has not been reached. Identify the cause of resistance under fluoroscopy, and take an appropriate action. Never continue the operation without identifying the cause. While rotating the catheter, carefully observe the proximal end of the cover tube (the section of 5cm length from the protector). If any breakage is recognized in this section during rotation, stop the rotation and remove and exchange the catheter while paying full attention. (Continuing rotation may damage or break the catheter or damage the blood vessels. In the worst case, life-threatening adverse effects may result.); [warnings] exercise due caution when turning the catheter continuously in the same direction, either clockwise or counterclockwise, as it may increase the risk of damaging or breaking the catheter or the blood vessels. (In the worst case, life-threatening adverse effects may result.); and, [malfunction and adverse effects] damage, withdrawal difficulty.

Event description:
It was reported that removal of an asahi support catheter was difficult due to deformation during a pci to treat a heavily calcified cto in the rca #2. An asahi guide wire crossed the lesion with an asahi microcatheter; however, the microcatheter and a non-asahi small balloon failed to cross the lesion. Another unsuccessful attempt was made with the subject support catheter when the catheter shaft became deformed by twisting and stalled in the lesion. To release the twist, the catheter was rotated in the opposite direction and then removed from the lesion. Because the catheter could not be pulled into a guiding catheter, those devices were removed together from the patient anatomy as a unit. A new guiding catheter was replaced and the pci was resumed after confirming that the vessel was not damaged. The pci was successfully completed with reestablished blood flow. The physician commented that catheter deformation following difficulty to remove was attributed to excess torsion that he inadvertently applied while the catheter tip was being trapped in the lesion. It was when the tip was crossing the lesion; he had focused on the tip so much that he overlooked the damage occurring on the shaft at that time. The patient was without problem after the procedure.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.